Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it was rebooting. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
**UDI related data quality updates only**. Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-001. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).